Event description:
It was reported that this deep septal brady lead was a case of an attempted implant due to unknown product performance issue. This brady lead was replaced with the same model and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that this brady lead was attempted due to multiple attempts were made for as acceptable position and helix was not extending or retracting correctly. This observation no longer meets the definition of malfunction as helix extension or retraction anomaly that are experienced during an initial procedure is a non-reportable malfunction, as there is no evidence to suggest that therapy was impacted. The malfunction is not likely to cause or contribute to death or serious injury. Amending MDR decision to MDR=no report.

Event description:
It was reported that this deep septal brady lead was a case of an attempted implant due to multiple attempts were made for as acceptable position. However, helix was not extending or retracting correctly, and lead was abandoned. This brady lead was replaced with the same model. No adverse patient effects were reported.